Event description:
It was reported that a patient was hospitalized. The patient presented as drowsy and lethargic. She had back and shoulder pain. A motor stall was suspected and confirmed by event logs to have occurred (B)(6) 2011 at 2:41 a.m.; no motor stall recovery was recorded. (B)(4) was contacted and a "hard stall" was verified. The motor had not recovered by (B)(6). The patient's medical plan was determined to be as follows: "the physician is to manage the patient's medications orally and will have the pump changed in the near future". The estimated replacement indicator (eri) for the pump was (B)(6). The patient remained hospitalized as of (B)(6) 2011. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).